Event description:
It was reported that the patient underwent a surgical procedure to treat rectocele, enterocele & sui on (B)(6) 2008 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03354. The same patient is represented in each medwatch.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary incontinence, urinary loss of control and dyspareunia. (B)(4).

Event description:
It has been reported that following insertion the patient experienced urinary incontinence, urinary loss of control and dyspareunia.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to recurrent vault enterocele/rectocele, and sui.